Event description:
Boston scientific received information that this implantable right ventricular (rv) defibrillation lead exhibited noise with pacing inhibition resulting in a period of asystole greater than two seconds. A technical service representative reviewed the egms and thought it looked like electromagnetic interference. It was also recommended following up with pocket manipulation and isometrics as the patient is dependent. The lead measurements were stable and there were no adverse patient effects reported.

Manufacturer narrative:
There were no changes made. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information received that a revision procedure was performed. The connections were checked and it was confirmed the leads were inserted properly. They were unable to reproduce noise by wiggling the header. Defibrillation threshold (dft) testwas performed at least sensitivity and successfully converted. A change was made to the permanent sensitivity from .6 mv to 1.0 mv. The lead remains implanted.